Event description:
It was reported that the patient's right s1 drg lead had migrated. The issue was confirmed via x-rays. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024, wherein the right s2 drg lead was explanted and replaced to address the issue and not right s1 drg lead.